Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm, line number 109 and file ID 540. Unable to determine the root cause per r&d.

Event description:
The customer reported via phone call the insulin pump had a software error detected alarm. The customer¿s blood glucose level was 364 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The troubleshooting was performed. The customer stated that they had performed the self test and the test was passed. Explained the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.